Event description:
The speedscrew malfunctioned and would not pull the suture through like it was suppose to. Normally the suture is threaded through and then the machine tightens it. This time the machine wouldn't tighten the suture. They tried a different machine and it worked fine.